Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking hickman catheter is confirmed and the cause appears to be use-related. The device returned was found to be one triple lumen hickman catheter. Visual observation found a large s-shaped, primarily longitudinal hole just proximal to the trifurcation on the white lumen extension leg. Tactual evaluation found tensile weakness at this point. Several transverse slits were found on the catheter body, and will be addressed in complaint (B)(4). The distal portion of the cuff had taken on a brownish color. Microscopic evaluation found that the texture of the s-shaped split was finely granular. Functional testing of the three lumens found that infusion through the white lumen only led to leakage from the s-shaped split. The texture, shape, and tensile weakness associated with this split indicates a burst failure mode due to overpressurization. This can occur when using a syringe smaller than 10 ml in size, infusing too quickly, and/or infusing against an occlusion. Other factors include damage to or weakness in the catheter, which will increase vulnerability to bursts. The complaint appears to be use-related. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The IFU states: ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!¿ ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s).¿ both the IFU and the nursing manual describe the flushing and locking procedures for this product. A lot history review (lhr) of hubp2428 showed one other similar product complaint(s) from this lot number from the same india facility.

Event description:
It was reported that the physician placed a 10 fr t/l hickman catheter for daily therapy. While flushing the catheter the white lumen allegedly ruptured near the bifurcation site and the patient started bleeding. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of hubp2428 showed one other similar product complaint(s) from this lot number from the same india facility. Device not returned at this time.

Event description:
It was reported that the physician placed a 10 fr t/l hickman catheter for daily therapy. While flushing the catheter the white lumen allegedly ruptured near the bifurcation site and the patient started bleeding. No patient injury reported.